Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was 450 mg/dl at the time of incident. Customer stated the insulin pump went off because of low battery and the customer woke up to high blood glucose level. Customer treated high blood glucose level with insulin pump. Customer¿s current blood glucose level was 400 mg/dl. Insulin pump passed displacement test and self test. Customer had been using insulin pump system within 48 hours of high blood glucose event. Auto mode feature was not activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.